Event description:
Customer reported the infusion set tubing had disconnected from the pump. Customer tested before eating, she had 14 mmol/l, after dinner she had 20 mmol/l. Customer described the issue as the infusion set tubing had been cut off close to the luer. Customer changed to a new infusion set and her blood glucose level returned to normal. Infusion set is no longer available. No adverse event reported. No product return requested.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device is unavailable for return.